Event description:
It was reported that during the rewarming phase, arctic sun device flow rate was decreased below 0.2-0.3l/min. Customer did empty pads several times, reconnected all four pads and checked any leakage from pads. But the flow rate did not go up and the alarm number 01 (patient line open) went off. After all the customer's effort, they changed gel pads and the flow rate was maintained as 1.8-1.9l/min.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the rewarming phase, arctic sun device flow rate was decreased below 0.2-0.3l/min. Customer did empty pads several times, reconnected all four pads and checked any leakage from pads. But the flow rate did not go up and the alarm number 01 (patient line open) went off. After all the customer's effort, they changed gel pads and the flow rate was maintained as 1.8-1.9l/min.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The labeling is found to be adequate: 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.